Event description:
On (B)(6) 2015, the reporter contacted animas and alleged that on an unspecified date, the patient experienced a blood glucose of 30 mg/dl without symptoms. The reporter stated that the patient experienced dawn phenomenon per their healthcare provider. Reportedly, the patient remained on the insulin pump and did not receive any treatment above and beyond the usual routine of diabetes care and management. During troubleshooting with customer technical support (cts), the reporter requested to change their basal rate from 0.750 units to 0.500 units. Cts reviewed and confirmed the basal programs were correct while the patient was on the phone. This complaint is being reported because the patient allegedly experienced hypoglycemia as a result of use error.

Manufacturer narrative:
Follow-up #1: date of submission 01/13/2017. Device evaluation: the device has been returned and evaluated by product analysis on 12/19/2016 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. A review of the pump black box data revealed that information from the event date had been overwritten due to continued use. The available recorded total daily dose values added up to accurately reflect the user programmed basal rates. During testing, the pump was exercised for 24 hours and the rewind, load, and prime steps were completed successfully. A 10 unit normal bolus and audio bolus were performed and delivered accurately. A delivery accuracy test was performed and passed with the pump delivering in the required range. The complaint was not duplicated, and no defect was found. (B)(4).

Manufacturer narrative:
The pump has not been requested to be returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.